Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal did not come off in the middle. The seal remained inside the loading device because the seal was failed to deploy from the delivery tube. The surgery was successfully completed using a new product. There were no abnormalities in the patient's condition. There was a delay of about 7-10 minutes.

Manufacturer narrative:
Trackwise - (B)(4). The device was returned to the factory for evaluation on 05/30/2025. An investigation was conducted on 6/26/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the blue safety off, and the white plunger depressed. The seal and tension spring assembly was observed in the delivery device in an opened deployed state. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects were observed on the intact seal, no cracks or delamination was observed. No measurements of the device were taken due to the presence of blood in the delivery tube, per requirement in ga000080 section 7.4.1. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. The lot # 3000456346 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.